Event description:
We have a confirmed case of bi-alcl in a pt that received breast reconstruction after subcutaneous mastectomy 2011 via silicone gel implants. In the cytology of periprosthetic fluid in the implant capsule we could identify cd 30. Dates of use: 6 years. Diagnosis or reason for use: breast cancer.